Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and customer experienced a loss of consciousness. Ambulance was called and while it was on its way, customer was treated with honey by her husband as per the advice given by the hospital call support. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Although the reported sensor was not returned, the customer did return reader (B)(6) for investigation. Visual inspection was performed on the returned reader; no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. A graph of glucose values was analyzed and it was discovered that no value was recorded, suggesting that there was no sensor activated at the time of the complaint. As a result, this issue is not confirmed. No malfunction or product deficiency was identified. If the reported sensor is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A valid serial number for the reader was provided. DHR (device history review) for the libre reader was reviewed and the DHR showed the libre reader passed all tests prior to release.  All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and customer experienced a loss of consciousness. Ambulance was called and while it was on its way, customer was treated with honey by her husband as per the advice given by the hospital call support. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and customer experienced a loss of consciousness. Ambulance was called and while it was on its way, customer was treated with honey by her husband as per the advice given by the hospital call support. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and customer experienced a loss of consciousness. Ambulance was called and while it was on its way, customer was treated with honey by her husband as per the advice given by the hospital call support. There was no report of death or permanent injury associated with this event.